Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low results for two patient samples using the ca2 calcium gen.2 assay (ca2) on the cobas 8000 c (701) module. All results are in units of mmol/l, and all were released outside of the laboratory to the clinician. Patient a: the initial result was 2.02; the repeat result was 2.61. Patient b: the initial result was 2.02; the repeat result was 2.59. There was no allegation that an adverse event occurred. The ca2 reagent lot number is 200966 with an expiration date of 02/28/2018. The customer stated that non-roche quality controls (qc) were erratic on all levels. The customer was instructed to change the sample probe and run roche qc for a few days to monitor recovery. No information was provided to indicate that the customer took these actions. On 05/04/2017, the field service representative replaced the sample pipettor for a separate issue. The customer was convinced that this action resolved the issue with questionable results, since non-roche qc was now back in range. The customer stated that the issue was solved due to maintenance and refused additional investigation. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.